Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline breast prostheses. Right breast prosthesis deflation was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/21/2018, mentor became aware that there was no deflation on the right side breast prosthesis, instead, there was capsular contracture. The deflation was on the left breast prosthesis. Mentor also became aware that as the result of the right breast capsular contracture and left breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline catalog #3502400 lot #7504630 sn #(B)(4) and mentor smooth round moderate plus profile 400cc saline catalog #3502400 lot #7374909 sn #(B)(4) on (B)(6) 2018. This medwatch form is for the right breast prosthesis. On 4/21/2018, mentor also became aware of the impacted's product lot number: 2116685 and concomitant products: mentor siltex round moderate profile 300cc saline catalog #3542645 lot #191598. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 2116685 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device was contained no fluid. White material was observed within the device and on the shell surface. A rent was observed on the anterior aspect, measuring approximately 6 cm. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this time is not possible to determine the origin of the white material observed. According to the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).